Event description:
There was an allegation of ise noise alarms and questionable ise indirect gen 2 potassium results from the cobas pro ise analytical unit. One example was provided of an initial result was 7.16 mmol/l and a repeat result of 4.27 mmol/l. The questionable result was not reported outside of the laboratory. The repeat result was believed correct.

Manufacturer narrative:
The potassium electrode lot number was w61 with an expiration date of 15-jul-2024. The field service engineer found the electrodes needed to be conditioned. He cleaned the sipper nozzle and flow path, reseated the electrodes, and conditioned the electrodes multiple times. He ran successful ise checks and precision testing. The customer ran calibration and qc that recovered results within the desired ranges. The investigation determined the issue was resolved by the service actions.